Manufacturer narrative:
The patient's race and ethnicity were not provided. However, the patient's nationality is listed as (B)(6). The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report. This is the 1st of 3 failed implants reported on the same patient. Reference the following manufacturing reports for the remaining implants: 3011649314-2020-00345 ((B)(4)) and 3011649314-2020-00346 ((B)(4)).

Event description:
It was reported that an inclusive implant failed. The doctor reported that the implant was placed on (B)(6) 2019 at tooth location #21 (universal). The patient returned on (B)(6) 2019 for second stage surgery. After examination, the doctor noted that the implant lacked primary stability. The implant was then removed. The patient's current condition is reported to be "fine". The patient has type iii bone quality, and has a history of smoking. There was no abnormality noted with the implant itself.